Event description:
It was reported that patient received inappropriate therapy due to noise. Externalized conductors were observed via diagnostic imaging. Lead was capped and replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 22.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.